Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to contamination inside of the monitor. The contamination allowed high voltage to travel to low voltage circuitry, damaging multiple components within the monitor. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events resulted from the defective monitor.

Event description:
During investigation of a monitor that was returned for an unrelated reason, a reportable malfunction was found. Monitor sn (B)(4) failed incoming functional testing.